Event description:
It was reported when using the bd pyxis medstation es system drawer failed. The customer added that this malfunction occurred during the user trying to retrieve medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was working fine. The field service engineer confirmed that there was no drawer failure. The system functioned as intended after the field service engineer investigated the device.